Event description:
The extender tubing was missing from the insertion kit. Another insertion kit was opened and the extender tubing from this kit was used. No item was returned to datascope for eval. The kit was discarded. [Event complications]: unk-reported 3/9/98; none-reported 3/23/98. [Pt's current status]: unk-rpt'd 3/9/98.